Event description:
Ibc from pt's husband regarding pt pump malfunction. Pt's husband reporting that they were using pump and rotated to back-up pump. He said that after he rotated to the backup pump. The old pump (sn: (B)(4), maint: (B)(6) 2018) had an error message came up saying service due. Pump not due for maintenance until (B)(6). Told pt we would replace the pump. No other info provided. The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Dose or amount: 42 ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.